Event description:
The customer reported that during a patient event, their device lost power. There was no report of any adverse outcome to the patient during the reported issue. No additional details of the reported event were made available.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.